Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. The analysis was conducted based on the complaint information and no new reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, a definitive root cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video telescope had color dots that are visible in the image. It is unknown when the issue occurred. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope had color dots that are visible in the image. It is unknown when the issue occurred. There were no reports of patient involvement.